Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Report 2 of 2. Non-us event; occurred in canada. Consumer reported upon removal of a tampon, the string was too short to grasp. She manually removed the tampon from her vaginal cavity. She did not seek medical attention and she did not report any adverse health effects.